Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. No additional information is available.